Manufacturer narrative:
Analysis was unable to confirm the customer's allegation. Analysis found the handpiece cosmetically ok. Additional failures seen were that the hi-pot test fail and the blade/ bur was not rotating. The cause was found to be due to the motor cable assembly found faulty and it need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) via manufacturer representative (rep) that there is a heating issue and the blade is not rotating during pre-op. There were no patient symptoms reported.